Event description:
It was reported that 1 out of every 5 intermittent catheters tip was bent. Per notification received on 27jul2022, it was noted that 2 lot numbers jufz0782 and jufy1619 were returned for sample evaluation. Per additional information received via sample form on 27jul2022, customer reported that straight tubes needed and not ones bent at top because it cannot be inserted into urethra. Customer provided the affected lot# jufz0782.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 1 out of every 5 intermittent catheters tip was bent. Per notification received on 27jul2022, it was noted that 2 lot numbers jufz0782 and jufy1619 were returned for sample evaluation. Per additional information received via sample form on 27jul2022, customer reported that straight tubes needed and not ones bent at top because it cannot be inserted into urethra. Customer provided the affected lot# jufz0782.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Although an exact root cause could not be determined a potential root cause could be operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review was not required as labelling would not have prevented the reported event. The actual/suspected device was inspected.